Event description:
The infusion pump was programmed to deliver a 50-ml fentanyl solution at 0.26 ml/hr. The pump operated for 34 minutes before it was manually stopped. This occurred about the same time as the patient became apneic and the ventilator, which had been providing only CPAP, was set for controlled breathing.about 30 minutes after the pump was stopped, it was noticed that the IV bag was empty. Allowing for some volume lost due to priming, it appeared that the patient received 25-30 ml of fentanyl solution in about an hour. Narcan was administered to counter the fentanyl. The pump was discontinued and sent for testing.the patient recovered to spontaneous breathing within 12 hours, was extubated some time later, subsequently transferred out of critical care and finally discharged to home approximately a week after the event.